Event description:
Suspect device gave blood glucose reading of 358 mg/dl. Diabetic took additional insulin based on result. Diabetic went to work and passed out. Diabetic went home, ate something and went to hospital. At hospital, suspect device read 358 mg/dl and lab reading was 56 mg/dl. Dr informed diabetic that strips were out of date. Dr instructed diabetic to eat food as treatment.